Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving 14 inappropriate shocks that lead to therapy exhaustion due to atrial tachycardia with a one to one conduction. An av node ablation was performed and the atrial fibrillation cut off rate was changed to 210 bpm. No adverse patient effects were reported.